Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) of a clinical study reported the implantable neurostimulator (ins) was unable to recharge. The battery was discharged. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. The patient was non-compliant and forgot to recharge. No patient symptoms were reported. The intervention taken was explant of the system, and not replaced. The outcome was reported as resolved without sequelae. The event date was reported as (B)(6) 2016 and (B)(6) 2015; follow up is being performed to obtain clarification. The indication for use included non-malignant pain and degenerative disc disease.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study reported the onset date was (B)(6) 2016. No patient symptoms were reported. The patient's relevant medical history includes non-malignant pain and degenerative disc disease.